Event description:
The patient reported uncomfortable stimulation and communication problems between the implant and the external equipment. An advanced bionics representative performed device evaluation. The issue was confirmed. The patient was implanted with a new boston scientific spinal cord stimulator.